Event description:
It was reported that during an a-fib procedure, the cool flow pump did not give bubble alarm and micro bubbles were found at the end of the tubing kit close to the catheter and after the pump sensor. The patient suffered a mild stroke confirmed by an MRI, with dysesthesia on the right hand, and extended hospitalization was required but complete remission of symptoms was expected.

Manufacturer narrative:
(B)(4).